Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material in the nozzle could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : precleaning the endoscope and flushing the air/water channel with water and air. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the gastrointestinal videoscope to the olympus service center. Upon inspection and testing of the device, it was observed the in the air/water nozzle was blocked with foreign materials and the bending section rubber was dirty. There were no reports of patient harm or involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection where a foreign material was found within the nozzle of the device. Additional evaluation showed damage to the universal cord, connector, and control section of the device, damage to the distal end cover, damage and deformation of the insertion tube, cuts on the universal cord, scratches on the scope cover, scratches on the control section, cracks in the coating of the universal cord, damage and scratches to the scope connector, stretching of the angulation wires causing difficulty in manipulation, and a loose angulation control knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.